Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion due to high current drain. The reason for high current drain could not be determined.